Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'unspecified alarm' was recorded in the event history log (ehl) review as 'air-in-line' messages, but it was not duplicated during evaluation. A visual inspection was performed and no abnormalities were found. The device was determined to not meet all product specifications related to the reported event. The air in line was verified. The cause was determined to be damaged tape on ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.